Event description:
During unsuccessful attempts to advance a coronary stent with delivery system to a calcified target lesion site in the pt's right coronary artery, stent movement was observed. When the sds was withdrawn from the pt, it was noted that the stent was not on the balloon catheter. The location of the stent remains unknown. There were no clinical sequelae reproted relative to the event.